Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one endo gia ultra universal 12mm single use instrument and one endo gia 45mm articulating medium/thick reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The root cause was identified as improper use with a secondary condition of a damaged internal component within the reload. Replication of the flush/sub-flush pushers and deformed sled vane observations may occur under the following; application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected.

Event description:
Procedure: liver resection. According to the reporter: after firing of stapler the surgeon was unable to release the tissue. He had to dissect around stapler jaw to free the device from tissue. Patient has recovered. There was unanticipated tissue loss, there was irreversible tissue damage as they had to cut the staple out of tissue. There was no unanticipated extension of the incision by more than one inch. Surgery did not delay by more than 30 min and no device fragment or component fell into the patient cavity. No reinforcement material was used.